Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began 2 weeks prior to contacting lfs. The cca noted that the pt manages his diabetes with oral medication(s). The pt claimed he continued to take his usual dose of medication despite the alleged issue. On an unspecified date/time, after the alleged issue started, the pt reported feeling shaky. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was resolved. This complaint is being reported because the pt claims he was unable to test blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.